Manufacturer narrative:
The returned device was evaluated. During inspection, the technology board was found to be unable to be recognized by the core board. As a result, no measurement parameters and values were displayed. The technology board software was updated and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the following issue: intermittent operation. Unit does not always display values. No error codes or messages. Tried new patient cables and sensors. No consequences or impact to patient were reported.